Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer stated the alarm was resolved by a complete set change. The customer's blood glucose was 251 mg/dl. Customer declined to troubleshoot for their high blood glucose. The customer's blood glucose was treated with a manual bolus. It was found the customer had high blood glucose from not having insulin after they ate. Customer was advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.